Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was implanted in the right ventricle septal area without complication and the patient was transferred to the recovery area in stable condition. Non-capture of the ventricle and elevated right ventricular impedance was later observed. The patient was taken back to the operating room and a lead revision was completed without complication. The lead was repositioned into the right ventricular apical area and excellent electrical properties were observed. The patient was in stable condition before, during, and after all procedures today.